Event description:
A customer reported receiving imprecise readings on her freestyle freedom blood glucose meter. The customer reported obtaining the readings of 425 mg/dl and 109 mg/dl. The blood tests were performed within a ten minute timeframe. When plotting the readings against the average on a parkes error grid, the results fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. The customer reported experiencing the following symptoms: sweatiness and nervousness. The customer also reported eating food and drinking orange juice to counteract the symptoms. There was no third party medical intervention reported, and no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer returned a meter the complaint is under investigation and a follow-up report will be filed once the investigation is completed.